Event description:
It was reported that the patient had difficulty charging the ipg. It was also noted that there were high impedances on the patients leads. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a while ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2158700, model: sc-2158-70, serial: (B)(6), batch: 16530302.